Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 640 mg/dl and diabetes ketoacidosis. Customer stated that they ran out of supplies and were reusing the same supplies for over a month prior to the hospitalization. Customer also reported symptoms of hallucination and confusion prior to the hospitalization. Customer was treated at the hospital with insulin drips and moved to the intensive care unit. Customer's blood glucose reading at the time of the call was 240 mg/dl. No further information reported.